Event description:
During the first few of bypass resistance to arterial flow was noticed. Came off bypass and checked the circuit. Bypass was resumed and resistance was still present. The entire circuit was replaced. No patient injury or further complications occurred as a result of this event.